Manufacturer narrative:
One used lf1744 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects and eschar was present within the jaws. The device was activated multiple times on simulated as well as porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. The instructions for use included with this product list sealing recommendations, including periodic cleaning of the jaws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was not sealing effectively during a laparoscopic roux-en-y. A new device of the same type was opened and used with the same energy platform to continue the procedure. No patient injury resulted from the issue.